Event description:
Reporter alleged husband's blood glucose results of 253 mg/dl, hi (greater than 600 mg/dl), and 147 mg/dl when testing was performed back-to-back on the compact system. Reporter stated husband did not treat or act on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent. Customer reported using all of the test strips and not having any left from the alleged incident, therefore, no product will be returned for evaluation.